Event description:
Medtronic received a report that during the surgery, the stent could not be pushed out of r18. After replacing the stent, the surgery was successfully completed. There were no patient symptoms reported. The reported device and any accessory devices were prepared as indicated in the IFU. The patient was being treated with thrombectomy for ischemic stroke in the m1. Nihss baseline was 2 and post procedure was 2. Vessel tortuosity was minimal. Stroke onset to reperfusion time was 5 hours. Additional information received reported the cause of the resistance was not determined.

Manufacturer narrative:
The solitaire fr 6-30 stent device was returned for analysis. The reported rebar 18 catheter was not returned. Per the solitaire fr instructions for use (IFU): ¿solitaire fr 6-30 should be delivered through a catheter with a minimum inside diameter (ID) of 0.027 inches¿. Therefore, the rebar 18 catheter appeared incompatible with the solitaire fr 6-30 stent as it had a labeled inner diameter (ID) of 0.021 inches. The solitaire fr 6-30 stent finger markers were examined inside the introducer sheath. All finger markers were aligned correctly, and no damage was noted. The working length was in good condition, while the non-working length was kinked at the teardrop struts. No irregularities were found outside the proximal marker, and no damage was noted on the marker coil. The pushwire was not damaged. No other anomalies were found. Due to its damaged condition, the returned solitaire fr 6-30 stent device could not be used for resistance testing. Based on the reported information and device analysis, the customer¿s ¿resistance during delivery/retrieval¿ complaint was confirmed, as the returned solitaire fr 6-30 stent was found kinked at the teardrop struts. The damage likely occurred when the user attempted to advance the solitaire fr 6-30 stent device through the rebar 18 catheter against resistance. Therefore, the root cause was that the rebar 18 catheter was incompatible with the solitaire fr 6-30 stent. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.